Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for rsd/causalgia-complex regional pain syndrome. It was reported that the patient was experiencing shocking from their battery down to their toes on the right side. The patient stated that they drove over a pot hole that brought them out of their seat. Immediately after, the patient had a sharp bolt of electricity that shot from the battery to their toes. The patient indicated that their stimulation was off at the time. However, a tingling sensation persists today, and is unchanged by turning the stimulation on or off. They mentioned that their coverage is unchanged. The rep informed the patient that it is highly unlikely to be caused by electricity from the generator since it was off. The patient was encouraged to follow-up with their physician since it may indicate a pinched nerve or other issue. No further complications were reported or anticipated.